Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We have requested the device, x-rays and additional information pertaining to the event. Unable to determine the cause of the event at this time.

Event description:
It was reported by msd roissy that there was a "bad position" of the connector on the plate and the construct dismantled. Patient complications were not reported.